Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited increased thresholds. X-ray revealed that the patient had a large pneumothorax. Patient was noted to be mildly tachypnic but was stable otherwise. A chest tube was placed to address the pneumothorax. The chest tube was removed the same day and on (B)(6) 2018, the patient was discharged in stable condition.